Event description:
It was reported that there was leakage from the detachable hub, two small holes from venous lumen.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.